Event description:
Customer reported that the drill"exploded/shattered" in the patient's knee joint. Assistant department manager of surgical services confirmed that all pieces were retrieved from the patient. The surgeon experienced a delay of approximately one-hour in order to flush the joint and remove the pieces. No patient injury resulted. Contact also confirmed that this was second use of the drill bit.

Manufacturer narrative:
No product is being returned for evaluation. This was the second use of this single-use disposable drill bit; the issue appears to be directly related to improper use. Customer was notified of this finding.